Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. The up and down arrows did not work. The customer was hospitalized in may due to a low blood glucose level. Customer's blood glucose level was below 4.0 mmol/l. Customer's most current blood glucose level was 10.0 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with intermittent up and down arrow button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump passed the delivery accuracy test. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.